Event description:
It was reported that this right ventricular (rv) lead was presenting noise and high out of range shock impedance measurements. The helix separated from the lead body; the tip of the lead was unable to be retrieved. The lead body was explanted. No additional adverse patient effects were reported.